Event description:
It was reported that t:slim x2 pump battery did not charge, as pump did not recognize charging connection despite use of confirmed working outlets, tandem charging cable and wall adapter, and alternative cables and adapters, and there was no power source alert or pump shutdown. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on multiple daily injections if needed, and technical support arranged shipment of replacement pump.